Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer over bolused after eating breakfast and experienced a low blood glucose (bg) level of 49 (mg/dl). Glucose tablets were consumed and the pump basal rate was lowered to address low bg levels. Subsequently, the customer experienced a bg level of 243 (mg/dl) later the same day. A pump correction bolus was delivered to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.